Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation into this incident, a technical support specialist confirmed that the issue was resolved by the nova team along with the customer and no resolution was provided on how the issue was resolved. The system functioned as intended after the nova team resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower 2 latch was failed repeatedly. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this incident.